Event description:
On (B)(6) 2013, a patient (pt) notified (B)(6) reporting a corneal ulcer (cu) while wearing acuvue oasys contact lenses. The event is captured in MDR #1033553-2013-00167. While collecting information the pt mentioned having experienced 2 prior corneal ulcer events (od and os) in 2012. Our affiliate investigated and located documentation of ocular events from 2012 that weren't entered into our complaint handling system. The report indicated the pt experienced os redness and inflammation of the sclera and a cu od. The pt was wearing on a monthly wear schedule. The pt was seen by an ecp who prescribed an antibiotic medication. The report indicated the pt was treated with "zypred one drop of 4/4 hour for 7 days" but it's not clear which eye was treated with zypred and how often it was prescribed. The pt was wearing acuvue oasys od and acuvue advance os when the adverse events occurred. This report is for the os event. The exact nature of the event is unknown, this is reported as worst case. MFR report # 1033553-2013-00168 submitted for od event in 2012.

Manufacturer narrative:
No evaluation will be performed. No conclusion can be drawn.